Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
The patient reported that eight hours after implant on (B)(6) 2010, the doctor had to go in a reposition their lead wires. Other relevant medical history includes radicular pain syndrome (radiculopathies). Further details of the event were no provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.